Event description:
A technician reported difficulty acquiring track on a couple of pts. No pts were delayed and no interruption to treatments were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).